Event description:
I used bausch and lomb's renu product, and I now have had the fungus keratitis virus eye infection for 3 months. I would like to have more info on what to do since I have gone to the hosp a couple of times but nothing solves my problem. I am studying in another country now, I'm sure it had a link with this product, as many other people have also noticed. I await your feedback.